Event description:
Additionally, it has been learned in speaking with the reporter that the patient is fine. There is no sample available for evaluation. A new set of hemodialysis bloodlines were used to complete the treatment.